Manufacturer narrative:
(B)(4). Additional h3 investigation summary: one open sample of product code vcp9468h were received for analysis. During the visual inspection of the suture pieces, body fluids, tissues, and knots were noted. The suture was returned incomplete and the pieces returned don't present breakage suture, the ends are cut appears to be by the use of a surgical instrument and this condition is found when the samples is removed from the patient. The product code vcp9468 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records could not be reviewed as the batch number is unknown. According to the samples condition the assignable cause of the performance breakage of suture post-op could not be confirmed.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/06/2020. Corrected information: d1, d2, d2b, h6 device code. Additional information: a2, a4, b7, d4, g5, h6 patient code. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure bmi 20.85, patient was 41 yrs,59kgs. What were the current symptoms following the index surgical procedure? The patient presented with pain. Product code and lot number? Vicryl 1 9468h. What was the location of the suture placement? The fascia layer. What tissue dehisced? Rectus sheath. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal tissue. How was the suture placed (interrupted or continuous)? Continuous. How was the suture tied (square knot or multiple knots one end)? Tied on both ends. What was the appearance of the suture during the second procedure, i.e., was the suture found broken, was the suture intact? Both ends with the knot were intact and the middle section was missing. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Not informed of any by the consultant. Other relevant patient history/concomitant medications none. If applicable, will product be returned, return date, tracking information product has been returned. What is physician¿s opinion as to the etiology of or contributing factors to this event? Did not know why. What is the patient¿s current status? Patient has recovered well.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What were the current symptoms following the index surgical procedure? Product code and lot number? What was the location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the second procedure, i.e., was the suture found broken, was the suture intact? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Other relevant patient history / concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. The patient was taken back to the operating theatre on (B)(6) 2019 with a suspected wound dehiscence. The patient was resutured and a sample of a violet colored suture material was retrieved. No additional information was provided.